Manufacturer narrative:
Age at time of event, age at time of event (unit), describe event or problem, and if follow-up, what type updated. (B)(4).

Event description:
It was further reported via user/facility medwatch # (B)(4) that guide wire tip detachment occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left circumflex artery. A 185cm str, pt guide wire was advanced to cross the lesion. However, during the procedure, the guide wire tip fractured distal to a deployed non-bsc stent and was lodged in the proximal circumflex artery within a deployed non-bsc stent. The fractured tip was left inside the patient as the location of the fragment was not conducive for retrieval. The procedure was completed using a different device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: complaint not confirmed. The complaint device does not have any visual failure. Also the guide wire outer diameters are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left circumflex artery. A 185cm str, pt 2 guide wire was advanced to cross the lesion. However, during the procedure, the guide wire tip fractured distal to a deployed non-bsc stent and was lodged in the proximal circumflex artery within a deployed non-bsc stent. The fractured tip was left inside the patient as the location of the fragment was not conducive for retrieval. The procedure was completed using a different device. No further patient complications were reported and the patient's status was fine.